Event description:
It was reported that the episode on the implantable cardiac monitor appeared to show diminished qrs amplitude due to loss of electrode contact with the tissue. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).